Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer's final investigation. The generator was evaluated and the customer's allegation was confirmed. The device evaluation found the transducer receptacle was faulty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most likely cause of the malfunction is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. The event was classified conservatively as a serious injury as the procedure was prolonged. The patient did not suffer harm. The h6 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur. Olympus will continue to monitor field performance for this device.

Event description:
As reported, while using the lithotripsy system, no power or sound was noticed when pressing the foot pedal. The issue occurred during therapeutic percutaneous nephrolithotomy that caused a fifteen(15) to thirty (30) minute delay in the procedure to change the handpiece and probe. The procedure was completed using a laser instead. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
As reported, while using the lithotripsy system, no power or sound was noticed when pressing the foot pedal. The issue occurred during therapeutic percutaneous nephrolithotomy that caused a fifteen (15) to thirty (30) minute delay in the procedure to change the handpiece and probe. The procedure was completed using a laser instead. There were no reports of patient harm.